Manufacturer narrative:
H11: taslakian b, koneru v, babb js, sridhar d. Transthoracic needle biopsy of pulmonary nodules: meteorological conditions and the risk of pneumothorax and chest tube placement. J clin med. 2019 may 22;8(5):727. Doi: 10.3390/jcm8050727. Pmid: 31121869; pmcid: pmc6572625. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the adverse event without identified device or use problem could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an journal paper "journal of clinical medicine" of article titled, "transthoracic needle biopsy of pulmonary nodules: meteorological conditions and the risk of pneumothorax and chest tube placement", that sometime later post transthoracic needle biopsy of pulmonary nodules to evaluate whether meteorological variables influence rates of pneumothorax and chest tube placement, out of three hundred and thirty eight patients, there were one hundred and fifteen occurrences of pneumothorax noted. It was further reported that chest tube placement was required for about thirty patients. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Taslakian b, koneru v, babb js, sridhar d. Transthoracic needle biopsy of pulmonary nodules: meteorological conditions and the risk of pneumothorax and chest tube placement. J clin med. 2019 may 22;8(5):727. Doi: 10.3390/jcm8050727. Pmid: 31121869; pmcid: pmc6572625. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an journal paper "journal of clinical medicine" of article titled, "transthoracic needle biopsy of pulmonary nodules: meteorological conditions and the risk of pneumothorax and chest tube placement", that sometime later post transthoracic needle biopsy of pulmonary nodules to evaluate whether meteorological variables influence rates of pneumothorax and chest tube placement, out of three hundred and thirty eight patients, there were one hundred and fifteen occurrences of pneumothorax noted. It was further reported that chest tube placement was required for about thirty patients. The current status of the patient is unknown.